Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at the emergency room. The customer was hospitalized on (B)(6) 2016. The cause of death was massive heart attack. At the time of death, the customer's blood glucose was 435 mg/dl the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had no other diseases, but kidney function was decreased but still functioned. The caller agreed returning the insulin pump.

Manufacturer narrative:
The pump did not have a battery installed when it was received. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump communicated properly with the test blood glucose meter. The test value of 112 was received for the meter and properly displayed on the pump screen. No pump/bg meter communication anomaly was noted during testing. No cosmetic damage was noted. Data analysis: (B)(6) 2016 daily insulin total = 42.200 units, (B)(6) 2016 daily insulin total = 38.900 units, (B)(6) 2016 daily insulin total = 38.050 units, (B)(6) 2016 daily insulin total = 46.200 units, (B)(6) 2016 daily insulin total = 37.600 units, (B)(6) 2016 daily insulin total = 40.100 units, (B)(6) 2016 daily insulin total = 40.350 units.